Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cruciform screwdriver blade broke during surgery. It was also reported that the screwdriver broke at the tip during a removal of non-synthes hardware. The surgeon retrieved the broken portion of the device easily without additional intervention. There was no delay in surgery and no patient adverse event. Surgery was successfully completed the device will not be returned as it was discarded. This report is 1 of 1 for (B)(4).